Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an issue with the keypad 'ok' button. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of 'keypad ""ok"" button' was confirmed as the input/output (I/o) board was found faulty. A service history review revealed the device has been serviced for a similar issue within the last twelve (12) months. During the prior service the issue was found to be a faulty keypad. All required service actions were completed during the last service cycle. The reported condition was verified. The cause of the condition was determined to be attributable to the faulty I/o board . The I/o board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.